Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
When fired, the clips remained partially open. No patient consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 06/27/2018. Additional information received: no product will be returned back for this complaint.